Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (fluid damage).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fb-15v is available in the USA with a 510k number k951199. We checked the returned unit and confirmed that the insertion flexible tube (ift) broken, image guide fiber bundle (cfb) fluid damage, root brace rubber flexible tube scratched, control body fluid damage, forward body frame fluid damage, biopsy inlet t-piece fluid damage, side body cover aging degradation, forward body cover aging degradation, ocular cover glass dirty, insertion flexible tube (ift) leaky. Based on the result, we concluded that the image guide fiber bundle (cfb) fluid damage was caused due to the insertion flexible tube (ift) fluid damage; however, other failure is not related to the alleged complaint.